Event description:
Additional information received revealed that the patient underwent full revision surgery in which the lead and generator were explanted and replaced. Good faith attempts to obtain the explanted devices for product analysis were unsuccessful.

Event description:
It was initially reported on (B)(6) 2011, that a vns patient presented high lead impedance readings (9021 ohms, ifi = no) during an office visit on (B)(6) 2011. The last acceptable diagnostics were on (B)(6) 2011 where the impedance value was 2028 ohms. The patient has been experiencing an increase in seizures above baseline levels since october. The patient's medications were adjusted on (B)(6) 2011, to help with seizure control. Device has been programmed off and the patient is scheduled for a full revision on (B)(6) 2011. X-rays were not taken by the neurologist and there were no reports of manipulation or trauma. Clinic notes were received on (B)(6) 2011, from the patient's office visit on (B)(6) 2011, where it was stated that the patient's dose of keppra was increased without any appreciable benefit. The patient has experienced an increase in prolonged seizures over the past few months which required diastat. The patient is also receiving an extra dose of klonopin regularly. The patient has two predominant seizure types (conductor and hemiconvulsive). The hemiconvulsive used to last about 3-40 seconds but are now lasting over 3 minutes. The device was interrogated at 1.5/30/500/30/1.8/1.75/60 but programmed off at during that visit. The seizures are attributed to a lack of therapy due to the device not delivering therapy (due to high lead impedance). Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2012, when the explanted m105 generator was returned for analysis. The explanted lead was not returned. Analysis of the explanted generator was completed and no anomalies were found. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A review of the diagnostic data as received showed that high lead impedance was detected by the system on (B)(6) 2011, when the impedance value was 8515 ohms.

Manufacturer narrative:
Analysis of device diagnostic history performed.